Manufacturer narrative:
The customer¿s report of a possible rapid infusion of normal saline was not confirmed. The pcu event log shows that at 11:44 pm on (B)(6) 2015, the pump module was programmed manually to infuse ¿maint ivf + kcl¿ with a rate of 75ml/h and vtbi of 200ml. This infusion continued until 2:26 am on (B)(6) 2015 when the vtbi had counted down to zero and the device transitioned to the kvo rate. At 2:29 am the vtbi was changed to 25ml and the infusion continued at 75ml/h until the channel was powered off at 2:43 am having recorded a pvi of 218.174ml. The cause of the event was determined to be user programming. It is not possible to determine whether a rapid infusion occurred from the event log review alone, because the starting volume of the fluid container cannot be ascertained. The root cause was not identified. Devices not received, log review only.

Event description:
The customer reported that 0.9% sodium chloride with potassium chloride 20 meq/liter was to intended to infuse over 13 hours; however, the infusion completed in 3 hours. The bag was hung at 23:45 and was found empty at 02:44. No patient harm was reported.